Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for off no power and motor current error. Customer¿s blood glucose was 147 mg/dl at time of incident. Customer stated that they did not receive low battery alert prior to off no power alert. Troubleshoot did not resolve the problem. The customer reported that the off no power alert occurred more than once without a low battery alert. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No unexpected battery power loss. No communication error alarm noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.